Event description:
The report received from the field indicated that during a percutaneous transluminal angioplasty (pta), the physician encountered some resistance/friction while attempting to remove the aviator plus .014 5.0 x 40 150 cm balloon catheter through the tip of the terumo pinnacle catheter sheath introducer (csi). The physician checked under fluoroscopy and the guidewire position was at the tip of the csi and was coiled. The physician used some effort/force to remove the balloon catheter and the balloon separated at the rapid exchange port of the delivery system. The balloon was still over and on the guidewire, so the physician gained another access site in the groin and used a snare to successfully retrieve the separated portion of the balloon catheter. There was no reported peri-procedural complication associated with this product/patient. The evening following the procedure, the patient experienced a stroke. The cause of the stroke was unknown although manipulation of the sheath in the aortic arch could have been a potential cause. The target lesion for the procedure was the distal superficial femoral artery (sfa). The guidewire used was a non-cordis product.

Manufacturer narrative:
The complaint received states that during an interventional procedure, an aviator plus balloon became separated in the patient and then post procedure, the patient suffered a stroke. The target lesion for the procedure was the distal superficial femoral artery (sfa). The guidewire used was a non-cordis product. The report received from the field indicated that during a percutaneous transluminal angioplasty (pta), the physician encountered some resistance/friction while attempting to remove the aviator plus .014 5.0 x 40 150 cm balloon catheter through the tip of the terumo pinnacle catheter sheath introducer (csi). The physician checked under fluoroscopy and the guidewire position was at the tip of the csi and was coiled. The physician used some effort/force to remove the balloon catheter and the balloon separated at the rapid exchange port of the delivery system. The balloon was still over and on the guidewire, so the physician gained another access site in the groin and used a snare to successfully retrieve the separated portion of the balloon catheter. The evening following the procedure, the patient experienced a stroke. Per the account: the cause of the stroke was unknown although manipulation of the sheath in the aortic arch could have been a potential cause. The product was returned for inspection. A non sterile distal portion for an aviator plus .014" 5.0mmx40mm, 142cm was received inside a bag. The detached distal portion for this aviator measures 27.5 cm (length) and presents residues of dry contrast media; the balloon appears as if it had been inflated and deflated, and it presents residues of blood. The outer and inner bodies were found severe damaged, it presents a line rupture damage caused by the gw when it was tried to be retrieved, and this rupture damage is presented in the entire distal portion received. The proximal side's portion was ripped out from the rest of the device. No other anomaly was observed in the returned device. Additional information is added to reflect the transition seal process at aviator plus line. (B)(4). This nonconformance bares no relation to the complaint reported. The distal tip separated in patient failure reported by the costumer was confirmed. However, the cause of the distal portion separation and rupture can be procedural related. The resistance was noted during balloon removal procedural since the gw was coiled with in a loop. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that this kind of failure could be related to the assembly manufacturing process; therefore, no corrective action will be taken at this time. The complaint of separation was confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed separation. The IFU cautions: whenever the balloon catheter is withdrawn, fully deflate the balloon. Always advance or withdraw the balloon catheter within the vasculature over a guidewire. Monitor guidewire position under fluoroscopy. Care should be taken to control the position of the guiding catheter tip during manipulation of the balloon catheter. If strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.